Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient was a part of a physician sponsored study. The patient experienced a stricture requiring dilation. Additional information about the patient and the procedure could not be provided by the reporting physician.